Event description:
Near the end of a coiling procedure for aneurysm repair in the internal carotid artery, the physician believed he had deflated the balloon, but it had apparently not deflated, which became apparent upon catheter withdrawal. The balloon had been inflated for approximately 11 minutes. The physician proceeded to again attempt to deflate the balloon. The balloon was withdrawn inflated.